Manufacturer narrative:
This report will be amended when our investigation is complete. Product received but not yet evaluated.

Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibial loosening, pain and swelling.

Manufacturer narrative:
A visual inspection of the device found that there were light scratch marks that were found on the superior surface of the device. These markings were likely due to removal or use. Dimensions were found conforming to print specifications where measured. Review of the device history records identified no deviations or anomalies. The device is used for treatment. A product history search was conducted for this combination of part and lot number and found no additional complaints. Review of compatibility of components implanted together found the implants to be compatible. Surgical notes were not provided; it is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. Based upon the information that was provided, a root cause could not be definitively determined at this time.